Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy pacemaker (crt-p) showed stimulation the night of the day it was implanted. A lead safety switch (lss) was triggered. During the implant, pacing impedances were high, within normal limits. The device was reprogrammed to prevent (lss) from happening. The lv lead and the crt-p remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy pacemaker (crt-p) showed stimulation the night of the day it was implanted. A lead safety switch (lss) was triggered. Dutring the implant, pacing impedances were high, within normal limits. The device was reprogrammed to prevent (lss) from happening. The lv lead and the crt-p remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes h6 field this investigation will be updated should further pertinent information be provided.